Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system (wds). Blood was on the device and the implant was deployed and connected to the core wire as received. The hub, shaft, tip, core wire, and implant were examined. It was observed that the shaft was damaged between 0-23 mm from the tip and 52- 56 mm from the hub. The tip of the wds was damaged, with the tricuts folded back onto the shaft, and the marker band appeared to be flattened. The implant was measured and found to be consistent with the reported information. The implant anchors were damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02125. It was reported that implant recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 27 mm watchman ® laa closure device & delivery system was advanced through a watchman ® access system and the closure device was deployed. A recapture was required because the closure device was too big for the laa, but there was difficulty in recapturing the closure device. Force was applied and the closure device was able to be fully recaptured. The delivery system was removed and exchanged for a new one to complete the procedure successfully. There were no patient complications and the patient's condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02125. It was reported that implant recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was advanced through a watchman ® access system and the closure device was deployed. A recapture was required because the closure device was too big for the laa, but there was difficulty in recapturing the closure device. Force was applied and the closure device was able to be fully recaptured. The delivery system was removed and exchanged for a new one to complete the procedure successfully. There were no patient complications and the patient's condition is fine.